Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor was unable to complete a baseline recording. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.